Event description:
It was reported to philips that the system was stuck in a bootloop. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up successfully. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found issue with the suite pc software. To resolve the reported issue, the fse reinstalled the software in suite pc. After reinstallation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.